Event description:
It was observed that during the device evaluation, the camera head exhibited image flickering, water tightness lost and damage to the unit itself, also the coupler experienced rattles and the cable is cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit deteriorated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.